Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). The information received is via voluntary report mw5098374. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report was received under mw5098374. The patient underwent a right total hip replacement without complication, post-op visits reported no issues and patient had a stable imaging. On 2020 the patient reported of hearing "squeaking" when ambulating. No pain but patient felt like something may have changed. The x-ray confirmed suspected displacement of the liner of the right hip arthroplasty prosthesis. Patient underwent revision on the same date. Doi: (B)(6) 2020 - dor: (B)(6) 2020 (right hip).